Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
In 2008, patient was implanted with a perigee. It was reported the patient's cystocele and prolapse recurred. On (B)(6) 2011, another sling was implanted to repair the cystocele and vault prolapse. The perigee was not apparent upon revision surgery. The patient was last seen on (B)(6) 2011 and is doing well. She had some slight post op pain which went away after a few days, voiding function is normal and incisions have healed.